Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID neu_unknown _lead, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was an issue with the lead where it was stretching and had recoil/coiling. The thought was that the stylet was too long/wide for the lead and was stretching it and causing it to recoil. It was noted that an urgent revision was needed for the following day. The stylet was not retained at the surgery and was not be available for return to the manufacturer. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.